Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's insertable cardiac monitor (icm) exhibited post sensed t wave oversensing. Tachycardia episodes were also noted. Programming changes were made. The patient was stable.